Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the device when plugged in to ac adapter, it goes up in smoke." Upon triage, the service tech found the unit had burnt components. The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had burnt components.